Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring 131 ohms. Technical services recommended to perform patient initiated interrogation or to evaluate in the clinic to get current trend information as impedances were averaging around 90-100 ohms. Also suggested to consider raising the upper range limit to 150 ohms. At this time, the rv lead remains in service. No adverse patient effects were reported.